Manufacturer narrative:
Additional information d9, h3, h6 and h11. H11: one (1) actual sample was returned for evaluation. A visual inspection by the naked eye observed the dark blue female connector was separated from the light blue main body. Functional tests were performed which included leak, clear passage, and clamp function tests with no isues or leaks observed. The reported condition was verified. The sample did not meet specification due to the separation. The cause of the condition was determined to be due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set; described as "joint is separated." This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however a photograph of the sample was provided for evaluation. A review of the photo did not show visual evidence of the separation allegation. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.